Event description:
Pt was in recovery room following hip surgery; on ventilator with anesthesiologist in attendance. For no apparent reason, vent started alarming and eventually stopped cycling, as all parameters changed. Approx 30 secs passed before pt was "ambu-bagged" by the physician. Rrt also in attendance. Pt suffered no ill effects and was discharged from the hosp on 2/14/97 in good condition.